Event description:
The customer reported that the monitor is dark and the left control panel is defective. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the f3 fuse and the monitor cart. The system operates as intended.